Event description:
It was reported that the bd syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material #: 309657 batch #: 4319277. Verbatim: rcc received a complaint via email. Email(s) attached. While preparing injection for a patient, noticed what seems to be a hair inside the syringe. Additional information provided: 1. Please provide the address of the facility for us to ship the return label? I am not sure if we still have the syringe. I would need to double check. 2. Kindly provide the customer name. (B)(6). 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm, injury, complication, or negative outcome.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). - supplemental MDR - foreign matter one sample of a 3 ml ll syringe (part number 309657) was received and evaluated. The sample arrived fully assembled and loose. Visual inspection revealed a hair-like foreign material within the fluid path, which is considered non-conforming per product specifications. The potential root cause of the foreign material within the fluid path is associated with the assembly process. Additionally, a device history record review was completed for the provided lot number 4319277. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.